Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, it was reported that the patient experienced pain and a defective hip replacement. As a result, the patient underwent a hip revision approximately 10 years and 6 months after initial implantation. No further patient impact reported. No further information available.